Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the product was not removed during the revision procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products- part: 00620205220 name: shell porous with multi holes 52 mm lot: 62330920, part: 00630505036 name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 62355278, part: unknown head. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for the same event, please see associated reports:0001822565-2017-04440, 0001822565-2017-04441, 0001822565-2017-04442.

Event description:
It was reported that a patient received an injection approximately 6 years post initial implantation due to unknown reasons.